Event description:
The patient was a recent CABG (coronary arterial by pass- graft) and the therapist connected the pt to the vent and left the room. The therapist did not check the settings during setup, which is against their dept protocol. The ventilator had been used in a staff meeting to review a pt use. The pt had bilateral chest tubes as is standard during cbags and experienced massive air leaks through the chest tubes. The pt subsequently did not suffer any pt harm and was successfully extubated and has been discharged home. This is a failure of the staff therapist to follow universal ventilator protocols. This is not a ventilator malfunction.